Event description:
A total hip replacement (right hip) was performed (B)(6) 2020 by dr. (B)(6) per the operative report, the prosthesis was comprised of a "smith & nephew r3 52 mm acetabular component with a 36 mm ID delta ceramic acetabular liner and a microport orthopedics size 13r long varus neck femoral component with a 36 short delta ceramic femoral head component." Around (B)(6) 2021 there was a squeaking noise from the ceramic-on ceramic prosthesis when I would put my right hip in full flexion. I spoke to my physician and pt about the noise, and they recommended an in person meeting with the surgeon. I saw the surgeon in person on (B)(6) 2022. X-rays were performed the morning of the examination; x-rays did not indicate any problem with the prosthesis. Dr. (B)(6) attributes the noise to "edge loading"; however, since the prosthesis is still implanted, there isn't any conclusion as to why there would be edge loading except that my degree of flexion may be beyond the range of motion of the prosthesis. He commented that frequent edge loading was likely "levering the artificial joint" and that problems could result from repeated levering. His suggestion was to continue with activity but to back off on any activity that caused the squeak/edge loading. FDA safety report ID # (B)(4).